Manufacturer narrative:
(B)(4). Visual examination of the returned guidewire revealed that it has the polymer tip detached, and also the distal tip was fractured, at 2.0 approximately from the flare section, exposing the corewire tip approximately 0.1 cm. Presence of adhesive remnants were found indicating that the pebax was properly attached to the corewire. The complaint was consistent with the reported event of distal tip detached. In addition, the distal tip was fractured at 2.0 approximately from the flare section. Based on all gathered information, the investigation fails to determine a definite root cause. There is an investigation in place to address this issue. A DHR (device history record) review was performed and no deviation was found.

Event description:
It was reported to boston scientific corporation that a hydra-jag guidewire was used during a cholangiopancreatography retrograde endoscopy (cpre) procedure performed on (B)(6) 2016. According to the complainant, during the procedure, as the guidewire was passed into a non-bsc papillotome, the coating - ptfe peeled which hindered the passage including the removal of the guidewire from the device. The procedure was completed with a new hydra-jag guidewire. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable. Investigation results revealed on (B)(6) 2016 that the guidewire has broken corewire.